Event description:
The physician wanted to report an adverse affect from a stent placement in a patient. The patient had a drug-eluting stent placed in two years ago. Over time, the patient began to have continued chest discomfort. The patient's medications were maximized; however, the symptoms persisted. The patient underwent diagnostic, angiography and ultrasound procedures approximately nine months later, which showed the vessel tissue before and after the stent had developed an aneurysm. Because of persistent symptoms, the patient was referred again this year for ultrasound to determine definitive therapy. The patient is currently being admitted for heart bypass surgery. The physician believes this could be a device issue, as the stent was placed perfectly and is still well apposed today.